Manufacturer narrative:
The reported failure of trilogy evo machine flow sensor is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that a trilogy evo ventilator had given a ventilator inoperative alarm. There was no harm or injury reported. On device evaluation, the customer's complaint of ventilator inoperative alarm was confirmed. Review of the device error log indicated a ventilator inoperative error code e-155 indicating the machine flow sensor drift was above specification. The machine flow sensor and the system printed circuit board assembly was replaced to address this issue. After replacement of the machine flow sensor and system printed circuit board assembly, the device passed final testing. The software was upgraded to 1.06.10. Additional findings not related to the malfunction/issue: the device required fio2 sensor replacement.